Event description:
It was reported that the patient underwent a sling procedure in 2008 and mesh was implanted. Following the procedure, the patient experienced recurrent urinary tract infections. A cystoscopy was performed in 2014 and showed long areas of heavily calcified mesh on both lateral walls of the bladder. The treating urologist opines the mesh is likely to have perforated the bladder in the initial surgery though late mesh erosion is possible, though less likely since bladder pain has been present since the original procedure. A revisionary surgery to remove the mesh is planned. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.